Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. This was identified before use. The folfusor was filled with an unspecified amount of 5fu. There was no patient involvement. No additional information is available.